Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away while in (B)(6). The cause of death was not provided. However, the patient advocate reported that the device actually damaged the patient's heart. The device was not returned and was likely not explanted post-mortem. This report will be updated if additional information is received.

Manufacturer narrative:
This report will be updated if additional information is received.